Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the glenosphere head impactor broke while impacting glenoid. The black plastic tip broke in to two pieces and one had to be retrieved from inside the patients shoulder.

Event description:
Glenosphere head impactor broke.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d2, d9, g3, h2, h3, h6 . D2: product code: phx complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified signs of repeated use; strike marks, wear marks, nicks, gouges and it is confirmed the impactor pad has fractured and not all the pieces were returned. Device was sent for additional testing which found that the fracture surface artifacts of river lines and hackle marks are consistent with the overload failure mode. The device has a potential field age of 5+ years with an unknown number of uses. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.